Event description:
The haptic of the lens was found damaged during the insertion into the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.